Event description:
Customer reported via phone call that they were experiencing high blood glucose. Customer blood glucose was 400 mg/dl. No treatment was given to the customer. Customer stated that the insulin pump was suspended due to threshold suspend as sensor glucose value was 56 mg/dl and blood glucose was 182 mg/dl . It was unknown whether the customer was using auto mode feature or not at the time of event. No further complications were reported. Customer will discontinue to use insulin pump.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Sensor carelink additional investigation was performed for the sensor glucose vs. Blood glucose issue. Sensor product performed as expected within the specification. Error in bg reference measurement was a result of user input error. Therefore, this issue could not be confirmed as a manufacturing related error and it is unlikely that the sensor contributed to the sensor glucose vs. Blood glucose issue. Sensor carelink additional investigation was performed for the unexpected suspend [low sg] alert. Reason for report code not in scope of analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.